Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact missing/damaged, unexpected battery power loss, battery cap cracked/damaged, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection found moisture damage on electronic assemblies not allowing unit to turn on or access to download. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained and faded). In conclusion, customer concern for blank display was confirmed due to moisture on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assemblies. Unable to confirm unexpected battery power loss and charge/battery lasts less than expected due to blank display. Unable to confirm battery cap/contact damage due to not receiving the original battery cap during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.